Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2009. The pad-pak was removed and re-inserted on (B)(6) 2011. The log indicated temperatures during these dates reached 53.3 degree c after which the device began switching itself on automatically. The problem with the device was attributed to a fault in the membrane. Inadequate storage of the device where it can be exposed to adverse environmental conditions can have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.